Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a bronchoscopy procedure, foreign material resembling a broken material originating from a damaged rubber component of the biopsy valve entered the bronchus but was successfully retrieved using bronchoscopic instruments. The procedure was completed with an olympus back-up device. Follow-up confirmed that there was no malfunction with the bronchoscope and the foreign material was confirmed to originate from the biopsy valve. There were no reports of patient harm.